Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room. The implantable cardioverter defibrillator (ICD) had experienced a full power on reset (por). Premature battery depletion was suspected. In addition, a lead warning triggered due to undefined high right ventricular (rv) defibrillator coil impedance. It was further noted that the the ICD would not display a measurement for the svc coil impedance. Two days later, the device could no longer communicate with a programmer. During the revision procedure, the ICD was explanted and replaced, and the right ventricular (rv) lead function was found to be normal when tested. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room. The implantable cardioverter defibrillator (ICD) had experienced a partial power on reset (por). Premature battery depletion was suspected. In addition, a lead warning triggered due to undefined high right ventricular (rv) defibrillator coil impedance. It was further noted that the the ICD would not display a measurement for the svc coil impedance. Two days later, the device could no longer communicate with a programmer. During the revision procedure, the ICD was explanted and replaced, and the right ventricular (rv) lead function was found to be normal when tested. The rv lead remains in use. No patient complications have been reported as a result of this event.